Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and not performing air removal from the cartridge prior to filling it. Tandem technical support educated customer on proper load procedures. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.